Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) did not deploy correctly. There was no reported patient injury. The device failed to achieve hemostasis, creating a hematoma that was resolved by holding pressure for 20 minutes. The device was not returned for analysis. A product history record (phr) review could not be conducted as there was no lot number provided. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete engagement of the advancer tube to the tamp lock. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation after manual compression. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factors and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, the IFU states that prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy correctly. There was no reported patient injury. The device failed to achieve hemostasis, creating a hematoma that was resolved by holding pressure for 20 minutes.